Manufacturer narrative:
(B)(4). The device history review for the product horizon ti ml 6/cart 120/box lot# 73c1900635. Investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: it was observed that the output of the clip of the cystic duct during the post operation period.